Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implant was installed in intraoral region #28, it was verified its loss of osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii).